Event description:
It was reported to nellcor puritan bennett france that a home care provider technician was filling a companion 550 when the vent valve malfunctioned and liquid oxygen escaped from the top of the unit. The technician was not injured. The technican completed the repair and returned the valve for our evaluation.